Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, xanthelasma palpebrarum (xanthelasma of eyelid), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Citation: simões pires, v., wender, I., santos, m., sartori, g., vivian, a., dallagnese, g. (2021) xanthelasma palpebrarum after hyaluronic acid injection in the lower eyelid: a case report and review of the literature. Journal of cosmetic dermatology. Doi:10.1111/jocd.13930.

Event description:
This literature report from a (B)(6) concerns a (B)(6) years-old female patient. She was injected with hyaluronic acid, in the lower eyelid area (intentional device misuse), three years prior to this report. The patient was a vegetarian for 23 years and her only comorbidity was a polycystic ovarian syndrome. The patient denied a personal or family history of xanthelasma, and no risk factors were found for its development. The patient had no history of hyperlipidemia. The patients family history of hyperlipidaemia was positive. Her total cholesterol level of four years ago was borderline (201 mg/dl), with no need of medical treatment. Soon after the hyaluronic acid injection, the patient noticed edema and erythema in the region, which disappeared in a few days. During the first year of injection, further described as twelve months after the hyaluronic acid injection, a yellowish plaque started to gradually prompt right where the edema and erythema were noticed, becoming permanent. Clinically, the lesions were two yellow plaques presented in both sides of the periorbital area in the same place where the hyaluronic acid filler was infiltrated, with no edema or nodules. As reported, the lesion appeared to be xanthelasma palpebrarum. A skin biopsy and laboratory tests were performed. Serum lipid levels were normal (total cholesterol, 188 mg/dl; triglyceride, 169 mg/dl), although she had a significant increase when compared to the last exam from one year before of 74 mg/dl, high-density lipoprotein-cholesterol of 61 mg/dl and low-density lipoprotein cholesterol of 100 mg/dl. Histologically, unspecific findings were seen with rare histiocytes present in the papillary. Infiltration with hyaluronidase in both lower eyelid areas was performed, as an attempt to minimize the appearance of the lesions. After one month, the plaques were smaller and less yellowish, and the patient was satisfied with the result, with no need for further treatments. Due to provided information, the outcome of the events edema and erythema were considered as resolved. Due to provided information, the outcome of the event xanthelasma palpebrarum was considered as resolving. In the opinion of the authors, this was probably a new adverse effect related to injectable fillers. Due to the subsequent emergence of the lesions in the same place hyaluronic acid was injected, the authors associated both facts.